Manufacturer narrative:
Unit was received with cracked and bleeding lcd glass. Unable to performed functional test due to display anomaly. Unit had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip, and cracked lcd window.

Event description:
The customer reported via phone call that the insulin pump's screen was damaged. Customer's blood glucose level was 145 mg/dl. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.